Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that there were 53 tubes with foreign matter in tube or gel, 21 tubes with air bubbles in gel, and 5 tubes that were damaged prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x7, tubes damaged/deformed x5, dirty shield x2, black spot in tube x1, dirty tubes x43, air bubbles in gel x21.

Event description:
It was reported that there were 53 tubes with foreign matter in tube or gel, 21 tubes with air bubbles in gel, and 5 tubes that were damaged prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x7, tubes damaged/deformed x5, dirty shield x2, black spot in tube x1, dirty tubes x43, air bubbles in gel x21.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.